Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 6 atmospheres. The procedure was completed with another of the same device. There were no complications reported.